Event description:
It was reported that, pt complains he is a little stiff and sore, but expects soreness. Says he is still young and active, plays golf.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of the recall.

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that, patient complains he is a little stiff and sore, but expects soreness. Says he is still young and active, plays golf. Additional information received from legal: plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2015.

Manufacturer narrative:
Date received by manufacturer corrected to (B)(6) 2013.